Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the femoral head had fibers from the packaging materials when opened for use. An alternate implant was used to complete the procedure.